Event description:
During a review of the pump's event history by baxter personnel, a flo-gard infusion pump was found to have experienced a f94 failure code. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be a depleted main battery. To correct this condition, the main battery was replaced. If any additional information is received, a follow-up will be sent.